Event description:
The technician alleged the head of the bed will not raise. No patient impact.

Manufacturer narrative:
The technician found the head up and down solenoid valve was sticking. The technician removed the head up and down solenoid valve and cleaned it to resolve the issue.